Manufacturer narrative:
The device ro 14 035 has been inspected for investigation purpose. The tests performed confirmed that the device was functional. The observed issue can be explained by an undetected patient head motion during the surgery. (B)(4).

Event description:
It has been reported that during a surgery, the trajectories were inaccurate. No patient injury was reported.